Manufacturer narrative:
Serial # not provided.

Event description:
It was reported that ventilator generated an error code for the machine and proximal pressure sensors failed. No patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that ventilator generated an error code for the machine and proximal pressure sensors failed. No patient involvement.